Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device will remain implanted.

Event description:
Healthcare professional reported "sterile packaging of our product line adheres to the non-sterile packaging, making it challenging to pass the product to the back table and raising concerns about contamination". This record is for an unknown side. Device remains implanted.